Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the infusion device displays an e8 (power interrupt) error message. Patient stated the error came when he took the infusion device out of his pocket and wanted to give a bolus with it. Patient reported the battery and battery cover were replaced afterwards but he cannot clear the error with the check button. Patient stated there was no function on any button. Patient reported the error came straight after the battery was inserted. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.